Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: date: (B)(6) 2025 - time: 12:55 am est - timezone: est - sg: 55 mg/dl - bg: 135 mg/dl after dms review, we confirmed the following information at the time of the event: date: march 12th, 2025 - time: 12:55 am est - timezone: est - sg: 55 mg/dl - bg: no bg was submitted in the system at the time of the event after dms review, we confirmed that the user did receive a low glucose alert at 12:55 am, when the sg was at 55 mg/dl.the user didn't seek for medical treatment and stated they were not having a low.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: (B)(6) 2025 - time: 12:55 am est - sg: 55 mg/dl - bg: 135 mg/dl. A review of the data management system (dms) data revealed that: (B)(6) 2025 - time: 12:55 am est - sg: 55 mg/dl - bg: no bg was entered. A review of the alert history revealed that the user received multiple low glucose alerts during the reported time as user's sg was below 65mg/dl. User did not seek medical treatment as bg did not indicate low glucose. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.on (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Bases on initial escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for further investigation. Sensor was returned from the field. In-house testing showed no malfunction. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed optical instability in all 4 sensing areas from around 11 jan 2025 onwards. The sensor also showed intermittent communication issues with the short end asic, but it is likely the transient optical instability observed that contributed to the observed inaccuracy. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.